Event description:
Same case as MFR#: 2134265-2009-02046. It was reported that during a percutaneous transluminal angioplasty (pta), a balloon rupture occurred. The 80% stenosed lesion being treated was located in the calcified common femoral artery (cfa). The wanda balloon ruptured at the rated burst pressure. Another wanda balloon was used and also ruptured at the rated burst pressure. The procedure was completed with another of the same device. No patient complications were reported. Patient status reported as "good". This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. Product unavailable for analysis.